Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to fever and an infection and hematoma at the ipg site. The patient's symptoms included warmth, drainage at the ipg site, swelling at the buttocks area, and pain. The physician does not believe the infection was device or procedure related. The patient was given IV and oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to fever and an infection and hematoma at the ipg site. The patient's symptoms included warmth, drainage at the ipg site, swelling at the buttocks area, and pain. The physician does not believe the infection was device or procedure related. The patient was given IV and oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.